Event description:
It was reported the device experienced a power on reset (write to locked ram). The device was reset. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.